Event description:
Patient yelling for help; patient on vent - 1cc of nacl added to cuff and leak taken care of, little secretion suction, patient c/o nausea, rolld eyes back, went limp - code blue called, bagged w/100% o2, approximaately within 7 mins, patient responded and opened her eyes, abg, cxr, and EKG done. Back on vent.